Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and high impedances when it was placed during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.